Manufacturer narrative:
Qc was within the range. Customer has noticed no other discrepant vanc results. This was an isolated event and service was not dispatched to the customer's lab. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci), regarding a discrepant vancomycin (vanc) result generated by the unicel dxc 600 pro synchron clinical systems. A patient sample was tested for vanc and a result of 24.1ug/ml was obtained. Since the result of 24.1ug/ml was a lab critical value and the instrument was configured to rerun critical values, the instrument did an automatic rerun. The repeated result of "<0.1ug/ml" was converted by the lab information system (lis) to '<3.5ug/ml' and reported out of the lab. The original sample was retested by an operator and a high result agreeing with the initial result was obtained. (The actual result was not supplied). The report was amended to the high value. Treatment was not initiated or withheld upon false low vanc result, as the result was amended immediately.